Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a resolute onyx rx coronary drug eluting stent came off the balloon. The device was implanted. No patient injury was reported.

Manufacturer narrative:
Resolute onyx rx coronary drug eluting stent came off the balloon in the wrong part of the vessel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The physician was still in the case at the time of the call. The medical rep advised that the physician does not have a snare and queried if there is any other way other than using another balloon or crushing the stent to retrieve it. They were advised that there were no other options other than what the physician has previously tried to retrieve the stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the resolute onyx rx drug eluting stent was used to treat a moderately tortuous mid cx lesion. The device was inspected and negative prep performed. The lesion was pre-dilated. During the procedure, the device did not pass through a previously deployed stent. Resistance was encountered and initially the stent failed to cross. It was reported that stent dislodgement occurred. The stent was pushed along the vessel with a sc balloon and deployed in the spot the physician intended. If information is provided in the future, a supplemental report will be issued.